Event description:
It was reported that cs300 intra-aortic balloon pump (iabp) failed during autofill and experienced an autofill failure alarm during use on patient. There was no injury or harm reported.

Manufacturer narrative:
Due to character limitation in e1, full initial reporter name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, the user reported that the equipment failed during autofill. It was found that the problem was related to vacuum problems. After several tests, the error continues to exceed 10 seconds in the vacuum recovery time after some time of operation. Waiting for the 5000h kit for maintenance. After compressor maintenance and calibration of pressure transducers and atmospheric pressure, the equipment became operational.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation).

Event description:
N/a.